Event description:
It was reported that the insulin pump alarmed low battery after 3 battery changes, alerted battery out limit, and also had an unresponsive keypad. The caller did not know the blood glucose reading. The customer's spouse stated that she put a battery back into the device, but the keypad was not responding to clear the alert. She stated that the device was not functioning correctly. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The device had intermittent button response due to corroded keypad traces. The device also had cracked case at display window corner and cracked reservoir tube lip.